Event description:
It was reported that a vns pt had undergone generator revision surgery due to the end of service of the device. The product was returned to the MFR and an analysis of the device confirmed the reported end of service event. During the analysis, it was revealed that the generator exhibited an out-of-limit (higher) leakage current caused by two transistors with in the device. Once the suspect transistors were replaced with known functional bench transistors, the device performed according to specification. Though these transistors could have potentially contributed to the end of service of the device, a battery longevity prediction confirmed that the end of service condition was an expected event. Calculation resulted in -0.77 years until elective replacement indicator = yes. It was also observed that there was evidence of body fluid intrusion/corrosion in the negative connector block lead hole, which is related to report # 1644487-2009-01885. No surface abnormalities were noted on this device.